Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hypoglycemia. An insulin bolus of 6.1 units was delivered to the patient at 10:49 a.m. The patient alleged that she did not administer this bolus to herself. The patient was found passed out by a co-worker around 1:00 p.m. The patient was transported to the hospital via ambulance. The type of treatment given to the patient by the paramedics was not provided. The blood glucose results taken by the paramedics and at the hospital were not provided. The patient was treated with an unknown IV at the hospital. The patient was released from the hospital around 5:00 p.m. On (B)(6) 2019. The infusion device was requested to be returned for product evaluation.